Manufacturer narrative:
Batch review performed on 27 july 2020: lot 157449: (B)(4) items manufactured and released on 20-apr-2016. Expiration date: 2021-04-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016.

Event description:
The patient came in reporting pain and the surgeon took x-rays. The x-rays reflected a floating screw in the joint, 3 years and 10 months after the primary. The surgeon performed a poly-swap and the surgery was completed successfully.